Event description:
On 10-feb-2026, the arthrex clinical research team reported via email that information had been obtained from clinical study airr (B)(4) (shoulder arthroplasty registry). According to the study site, the patient had experienced a subluxation of the shoulder and had been treated with the univers revers implant system. On (B)(6) 2025, the patient had continued to experience pain, limited function, and disability. A clinical evaluation determined the need for surgical intervention. During the procedure, the humeral spacer was removed and exchanged. Intraoperative findings indicated mild metallosis associated with humeral cup wear. The glenoid component was reported to be stable. The clinical diagnosis was polyethylene wear. No additional information was available at the time of the report.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.